Event description:
The lay user/patient's wife contacted lifescan on november 19, 2006 and alleged that the patient's one touch ultrasmart meter was reading inaccurately high. The medical affairs specialist (mas) called and spoke with the reporter on november 21, 2006. The wife reported that the patient usually tests his blood glucose 4-5 times/day. The patient had dinner (ate normal meal) between 7:00- 7:30 pm. He usually waits 1/2 hour to test. The wife did not have the meter with her, but she mentioned to the mas that it was a "normal result, around 130 something." He was not experiencing any symptoms. Later between 11:00-11:30 pm, he started experiencing symptoms: shaking, sweaty, and cold. He tested on the meter, but the results were unk to the wife. She mentioned that the results were "higher than what he was feeling." He usually takes 53 units of lantus, and the humalog insulin strictly based on a sliding scale (scale not provided) before bedtime. However, that night, he "skipped" and did not take any of the insulin. Between 12:00-12:30, he performed several tests within 20 minutes (143, 76, 152, and 79 mg/dl). Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of 20% and/or <=20 mg/dl. Between 12:30 and 2:00 am, he thought that the results he had obtained on this meter were high and so he "pulled out his old meter" (one touch ultrasmart) which he had not used since jan. 2006. He then tested on that meter from 1:19 am till 2:02 am with results of 59, 63, and 61 mg/dl. He still thought that the results were "too high for what he was feeling." Sometime in this time frame, he "injected glucose" himself. Closer to 2:00 am, he "started sinking, heart rate increased and his breathing became shallow." He woke up his wife and soon became unresponsive. The wife tested him on the 'old meter' with a result of 71 mg/dl at 2:11 am. She then called the ems and received advice on what to do. She "tried a few things to revive him." The emt arrived at 2:26am and tested the patient on their meter with a result of 53 mg/dl. They gave him a glucose shot and when he "came around a little," he was given 2 tubes of glucose. He was then taken to the ER where he was given "a bag and a half of IV fluids." Lab test was 71 mg/dl. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. However, the control solution was opened past the discard date and therefore, a quality control check could not be performed. This complaint is reported because the patient received results on the reported meter, which did not correlate with the symptoms he was experiencing at the time. He was still symptomatic after self-administering "glucose" and testing on the other meter. He then became unresponsive and was treated by the paramedics for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.